Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. A lot number was not provided for this incident by the customer. E1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). E1: initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). This is report 9 of 17 for patient #9. H3 other text: product not returned.

Event description:
The customer reported that the "saturation of peripheral oxygen (spo2) probes are on cardiac monitoring defibrillators and have been exhibiting intermittent faults leading to no or false and inaccurate readings with high heart rate"; "intermittent pulse oximeter photoplethysmograph, and spo2 readings on the cardiac monitoring defibrillator". There was no patient impact or consequence reported.